Event description:
During a retrograde femoral nail insertion on (B)(6) 2013, a reamer shaft snapped and broke at the base of the shaft. This occurred during the last pass in the femoral canal. The surgeon retrieved the broken piece from the bone with no issues. There was no effect on the patient. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.